Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a contamination inside the sterile packaging, a hair strand was found inside the sterile package of the device. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a hair strand was found inside the sterile package of the device. There was no patient involvement.